Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon "error code b30: occurred due to the worn-out connector socket of otv-s190: visera elite video system center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had an error code b30 did not detect the camera. The issue was found during installation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.